Event description:
It was reported that vet syringe 0.5ml x 29g x 12.7mm 10 bag needle went through the shield and caused a needlestick injury. This was discovered during use. The following information was provided by the initial reporter: material no. 323001 batch no. 9126619. It was reported that needle went through the shield as he was re-shielding and the customer was stuck by the needle as he was holding the shield. Event description via phone call states: pet owner reported that the needle went through the shield as he was re-shielding. Consumer's finger was stuck by the needle as he was holding the shield, no injury, no medical assistance.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/1/2020. H.6. Investigation: customer returned four (4) 29gx12.7mm, 0.5ml bd insulin syringes from an open polybag from lot 9126619. Consumer reported that the needle went through the shield as he was re-shielding. All 4 returned syringes were examined, and it was observed that 1 syringe exhibited a cannula through the cannula shield. No evidence of manufacturing defect was observed. Since all 4 syringes were returned after use, and no manufacturing defects were observed, the probable cause of the cannula through the shield is user error: if the user removes or reattaches the cannula shield obliquely they may bend the cannula and potentially cause the cannula to pierce the shield when reattaching the cannula shield. A review of the device history record was completed for batch# 9252463. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200827666, 200821592] noted that did not pertain to the complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that vet syringe 0.5ml x 29g x 12.7mm 10 bag needle went through the shield and caused a needlestick injury. This was discovered during use. The following information was provided by the initial reporter: material no. 323001 ; batch no. 9126619. It was reported that needle went through the shield as he was re-shielding and the customer was stuck by the needle as he was holding the shield. Event description via phone call states: pet owner reported that the needle went through the shield as he was re-shielding. Consumer's finger was stuck by the needle as he was holding the shield, no injury, no medical assistance.